Event description:
It was reported that, during a gastric bypass procedure, a device malfunctioned while connected to a generator, failing to cauterize as usual. An energy activation/sealing issue was alleged, described as inadequate or partial sealing with evidence of energy delivery and end tones heard while sealing stomach tissue, and minimal bleeding was observed after cutting despite energy delivery. There was no re-grasp alarm/error. Multiple attempts with the initial device were unsuccessful, and a replacement handpiece from the same batch was used. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: vlls10gen, vlls10gen ls series vessel sealing gen (serial#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.